Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer stated that before bed their blood glucose level was 370 mg/dl. They corrected it and at about 2:30 am, they received an alarm to check their blood glucose. They checked it and took a correction but the sensor would not calibrate. The customer's current blood glucose level was 538 mg/dl. The customer treated the high blood glucose with a manual injection and a bolus. It was found during troubleshooting that there were air bubbles in the tubing. The customer did not know the size of the air bubbles. Troubleshooting was performed but the air bubbles were not removed successfully. They were advised to change the set, monitor, and call is they have any issues. The device will not return for analysis.